Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and the proximal conductor of the lead was fractured in-vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer with no information and tested out of specification. No patient complications have been reported as a result of this event.